Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: in use, the clear part on inner cylinder was torn. Used other device. There was no bleeding, no tissue damage, nor did anything fall into the pt cavity. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).